Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) once implanted, exhibited high and rising thresholds. The leadless ipg was snared, extracted and replaced with a new leadless ipg. No patient complications have been reported as a result of this event.